Manufacturer narrative:
Product analysis: analysis found that the programmer does not start and the stylus was out of specification. As a result the power supply and stylus were replaced. The software was updated. The programmer then passed functional testing. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to start. The programmer was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.